Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device has sudden loss of continuous waveforms and nibp button in stuck in stop mode. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that there was sudden loss of continuous waveform and nibp button in stuck in stop mode. The event was outside of use and there was no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.